Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-02801. It was reported the patient experienced pain in her right rib following a trail lead procedure on (B)(6) 2018. The patient's targeted area of pain is back and legs. The patient stated regardless of an increase or decrease in stimulation, the rib pain remained the same. The patient's trial leads were removed on (B)(6) 2018, as scheduled.